Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the rep wasn't there for implant, their co-worker reports that all contacts were green during impedance check intra-op. The rep reported that upon meeting today, all contacts except electrode 2 show >4000ohms, and the patient reported that they have not felt stimulation since implant. The rep reported that when tapping on electrode 2, it shows that contact 1 is 2774 ohms. The rep created a custom program with 1 as negative and 2 as positive, at which point the patient reported feeling a heating/stimulation over the ins site. The patient reported not feeling stimulation when contact 1 is positive and 2 is negative. The rep rechecked impedance values with the patient in a new position (standing vs previously sitting), which showed the impedance values had changed and that contact 3 and the case are between 1500-2500 ohms when paired with contact 2 or 1 (contact 0 still showing >4000 ohms with any reference contact). The rep then applied pressure to the ins site and impedance values again changed. The rep indicated they would follow up with the patient's provider given the changes in impedance values.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the lead seemed to have moved out of the foreman and as a result was no longer delivering optimum therapy for the patient. The cause was unknown. There were high impedances that were not observed on the day of surgery, including electrode 3 having case >4,000 electrode 2 1,512, electrode 1 > 4,000 electrode 0 > 4,000. Electrode 2 had only bad impedances on electrode 0 > 4,000. Electrode 1 has bad impedances on electrode 3 > 4,000 and electrode 0 > 4,000. Electrode 0 has bad impedances > 4,000 on all electrodes. Technical services was called and they attempted to see if there was anything they could do to program around the bad impedances. The cause was unknown. There was a return of baseline symptoms of urinary incontinence, urinary frequency, and urinary urgency. The issue was ongoing. There is a device revision scheduled for (B)(6) 2023.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2rssf, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2rssf, implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.